Event description:
It was reported that the pump module "is getting off during the operation." There was no patient involvement.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report event of the ¿module is getting off during the operation¿ could not be confirmed; the suspect or concomitant devices were not returned for investigation. No suspect or concomitant devices were returned for this investigation; therefore, inspection and testing could not be performed. A review of the logs was performed for the date mentioned by the facility ((B)(6) 2025), and it was observed that at 11:02 a.m. The pcu with serial number (B)(6) was powered on along with the syringe module with serial number (B)(6) on channel a. It was noted that no infusion was performed. At 11:03 a.m., the channel off key was pressed, and subsequently, the pcu was turned off at 11:04 a.m. At 11:34 a.m., the equipment was powered on again; however, after that, it was not possible to continue reviewing the logs due to an external-control-event. Guardrails suite mx software user manual (v9.33.1) states: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿module is getting off during the operation¿ could not be determined due to the suspect or concomitant devices not being returned for further investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module "is getting off during the operation." There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.